Manufacturer narrative:
The reported event of inadequate capture and high pacing impedance was not confirmed by analysis. During analysis, a failure event was observed, which was unrelated to the reported event. Final analysis found full breach and degradation of the optim sheath on the distal region of the lead. External insulation abrasion was observed in the proximal region, breaching the optim sheath while the silicone insulation beneath was intact. This damage is consistent with friction to the device can.

Event description:
It was reported that increased threshold and pacing impedance were noted on the right ventricular (rv) lead. The rv lead was successfully removed without issue, and a new rv lead was implanted. The patient was stable before, during, and after the procedure.